Event description:
The customer reported that while the unit was in use on a patient, the unit shut down. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the solenoid driver board. Unrelated to the repair, preventive maintenance was also performed. The unit was tested to factory specification. It functioned normally and was returned to the customer.